Event description:
As reported in a voluntary maude event report (B)(6): the tee cover was found to have a hole in it. Surgeon stated this has been noted to happen before. The report stated the event date as (B)(6) 2012 and the report date is (B)(6) 2012.

Manufacturer narrative:
Voluntary report dated (B)(6) 2012. Microtek is attempting to contact the reporter to gain more information about the event. A follow-up report will be issued if new information is discovered.